Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event and was treated with injection amikacin (intraperitoneally, 250mg, stat and 125mg, once daily, duration) and injection vancomycin (1gm, once in 5 days and route not reported). At the time of this report, the patient was recovering. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient started treatment with meropenem and tazobactam (doses, frequencies and route of administration not reported) for peritonitis. It was reported the pd fluid was ¿still cloudy¿. At the time of report the patient remained on meropenem, tazobactam, vancomycin (previously reported) and amikacin (previously reported). Should additional relevant information become available, a supplemental report will be submitted.